Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, facility called to ask if the PICC tip in the caj or the right atrium can cause vtach. They currently use the 3cg to confirm. An incident reportedly occurred where placers said they had great p-waves and no negative but patient allegedly went into vtach. This time read ra (aware of subjectivity here). Placer reportedly pulled back and patient was said to be fine. No additional events details reported.